Manufacturer narrative:
Since this product was not repairable, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device had excessive heat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.